Manufacturer narrative:
Mentor inadvertently neglected to report that rupture of the right breast prosthesis was discovered during bilateral explant surgery on (B)(6) 2023. This medwatch report is for the patient¿s right breast prosthesis. Manufacturer¿s reference number: (B)(4) b5: right breast prosthesis rupture discovered during bilateral explant surgery on (B)(6) 2023. B1: is product problem is checked. H6 medical device problem code material rupture (a0412) is added.

Manufacturer narrative:
On 28-dec-2023, mentor received additional information about the event. The patient underwent bilateral explantation with no replacement breast prostheses on (B)(6) 2023. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 23, 2024, the mentor failure analysis lab received the device for evaluation. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 400cc breast implant was found to be ruptured. The evaluation determined that the possible cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent a primary breast augmentation procedure with a mentor memorygel breast implant 375cc gel breast prosthesis (left device) and a mentor memorygel breast implant 400cc right breast prosthesis (right device) developed capsular contracture in both of her breasts post implantation (baker grade iii in left breast, baker grade IV in right breast). Bilateral capsular contracture was diagnosed during an office visit. Additionally, it was reported that the patient was involved in a car accident. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.